Event description:
A few months after treatment with bovine collagen, the patient developed a lump at the bovine collagen test site. The physician biopsied the site; results indicated a granuloma with degenerated collagen. The physician treated the site with intralesional kenalog.